Event description:
Customer reported that two erroneously high sodium and chloride results were generated by the synchron lx20 clinical system. The results were reported out of the laboratory. The samples were repeated on the facility's second system and the results obtained were within expectation. Amended results were issued. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse rebuilt the ratio pump and the piston was replaced. Although this action resolved the problem a specific root cause (ratio pump or piston) was not identified; accordingly no conclusion can be drawn. This is one of two (2) medwatch reports being submitted as the customer reported two pt samples were affected. Reference the below MDR numbers for all associated events. MDR# 2050012-2011-06173. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.